Event description:
Pt did back to back testings which were done less than 10 min from one another. Results were: 167mg/dl, 98mg/dl, 99mg/dl, 159mg/dl, 122mg/dl, 111mg/dl and then obtained a control 80. They mentioned that the meter kept prompting "not ok" and was unable to get rid of that message. Pt was having symptoms which consisted of sweating, dizzy and feeling sick to their stomach. They did not receive any treatment or seek medical attention. Pt cleans meter properly. Check strip did not fall within range. Ccr was unable to resolve the "not ok" prompt.